Event description:
Event description cpi received information stating this implantable pulse generator (ipg) was not implanted due to early battery depletion found during testing prior to implant.

Manufacturer narrative:
Event conclusion: cpi analysis was able to recreate the battery depletion. The feedback resistor increased in value from its original trim value. If this resistor increases in value it causes the magnet rate to be lower in value.